Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please clarify the event "sutures pulled out after procedure": cat presented with incisions that dehisced after a spay. One cat had to be taken to emergency care because its intestines were falling out of the opening. The suture ruptured and untied. Did the sutures rupture? Yes. Did the suture knots untie? Yes. Were there suture absorption issues? Yes during our laboratory analysis.

Event description:
It was reported that a feline underwent a surgical procedure on 03/14/2018 and suture was used. Following the procedure, the ¿sutures pulled out¿. It was unknown how long after the procedure this occurred. Additional information was requested for clarification.

Manufacturer narrative:
Investigation summary ==>representative samples were returned for analysis. The representative samples were examined for visual defects. The packets were opened and during the visual inspection, the sutures were correctly placed on the winding former and the sutures were dispensed without problems and examined along of the strands and no defects or damaged were observed, the sutures did not present with defects. A functional test was performed and tensile force was above the minimum requirements. Per the condition of the representative sample, no defects were observed on the packet or the suture and the tested samples met the finished goods requirements.